Manufacturer narrative:
Device is a combination product. A synergy ous mr 3.50 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with the mid-section struts kinked and in a lifted state. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found multiple kinks along the polymer extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 3.50 x 16mm synergy ii drug-eluting stent was advanced but failed to cross the lesion due to calcification. The procedure was completed with another of the same device. No patient complications were reported. However, it was further reported that the stent was damaged during advancing the device into the patient.